Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date because the exact date of event was not provided. Product investigation: the complaint component was returned and analyzed, and the reported allegation of a fluid leak was confirmed via product analysis. There was a leak in one cylinder that was the result of the wqc (window quick connector) on the input tube, wearing on the cylinder. This cylinder had broken fabric threads. The other cylinder performed within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were explanted due to a tear. New ipp cylinders were implanted. It was further reported that the patient had trouble inflating and deflating his cylinders due to a lack of saline in the device. The issues began two weeks prior to surgery. The patient was doing well following surgery. The product was later returned and analysis completed.

Manufacturer narrative:
Date of event entered is an estimated date because the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were explanted due to a tear. New ipp cylinders were implanted. It was further reported that the patient had trouble inflating and deflating his cylinders due to a lack of saline in the device. The issues began two weeks prior to surgery. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.